Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 481 mg/dl, 308 mg/dl, 94 mg/dl, 72 mg/dl and 245 mg/dl. The customer was treated with manually. It was reported that they had no delivery alarm. The troubleshooting was performed and reported that the event was resolved by changing complete set infusion set and reservoir). The customer was advised to perform the self-test and was passed. The insulin pump will not be returned and reservoir will be returned for analysis.